Event description:
It was reported that during a heart cast procedure, the pulse generator exhibited inappropriate rate increase. The device sensor was turned off and the patient was noted to be doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).